Event description:
It was reported on (B)(6) 2012 during the permanent scs system implant procedure, the physician was successfully able to place one of the two leads. When the physician attempted to place the second lead, it protruded to the side. A lateral image indicated the lead appeared to be intrathecal. The pt reported she felt discomfort. The physician decided to inject marcaine anesthetic. Post injection, the anesthesiologist observed the pt had stopped breathing and her vital signs were low. The physician removed the leads and aborted the procedure. The anesthesiologist indicated the pt cannot be put in the prone position for at least six hours post-operative due to the anesthesia. The pt reported feeling left leg numbness post-operative. Further follow-up indicated the numbness has since resolved. The pt is working with her physician to take the necessary steps for a successful re-implant.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.